Event description:
It was reported that during the implant attempt, the right ventricular lead had impedances greater than 2000 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): shaft seal out of position, and blood was noted on helix mechanism, helix mechanism (sleeve head), and distal conductor (not obstructed); full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. Blood was in/on the helix mechanism (sleeve head) and distal conductor (not obstructive). The helix was disengaged from helical channel.